Event description:
Customer reported the alarm will not power up. The batteries have been replaced with a new supply. The customer did not provide a date when this was discovered. There was no pt incident or injury reported.

Manufacturer narrative:
Results: evaluation of the returned unit confirmed the reported issue. Unit do not power up when using new batteries or an external power supply. The battery springs are bent and even though the battery door is cracked, it still closes properly and securely. Note: instructions for use states: carefully remove batteries to avoid damage to battery door. Hold alarm vertically upside down to prevent battery spring from bending during battery installation. Insert four (4) new "aa" alkaline batteries. Take care not to damage battery contacts. Take care when installing ne batteries. The alarm will not work if batteries are installed improperly. (B)(4).